Event description:
There was no patient involved in this event. The device was observed switching itself on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in march 2010 and performed to specification up to the 21st september 2014. The device failed a self-test due to a low battery on the (B)(6) 2014. A fresh pad-pak was installed and the device passed two self-tests. Multiple manual power ups, some of ten minutes duration, were observed in the device memory between the (B)(6) 2014 and the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs recorded would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo-pins. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.